Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the photos provided, the reported frayed suture appears the be related to interaction with the patient calcification. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other additional proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was achieved with two proglide devices via a 6f sheath using the pre-close technique prior to a transcatheter aortic valve replacement (tavr). Reportedly, while harvesting the sutures to set aside, it was notice the suture ends of both devices were frayed. The sheath was upsized and the tavr procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.